Manufacturer narrative:
The patient is reported to be relatively active but there are no events or activities reported by the patient that may have caused or contributed to a full lead fracture.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. In (B)(6) 2025 the firm was notified that the patient was scheduled to have the system removed. The nalu representative was told that the patient was unable to get an MRI due to the presence of impedance errors and thus had requested to explant. On (B)(6) 2025 an xray was performed and found that the impedance errors were due to a fractured lead. The full system was explanted on (B)(6) 2025 per patient request.